Event description:
Procedure: thoraco/pneumothorax. According to the reporter: used for thoraco/pneumothorax. After firing, the part between the sheet and edge of the stapled part were torn and oozing occurred. Used other device. Oozing under 200cc. Nothing fell into the patient's cavity. Extended more than 30 minutes. Patient's condition is ok.

Manufacturer narrative:
(B)(4).